Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that biomed just put the control panel back in the arctic sun device after getting it back for the coincell replacement, and they said the arctic sun device would not cool. The chiller temperature (t4) was at 5.6c, and it had 8197 hours on it. Explained it had a bad mixing pump.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. Chiller temperature (t4) was at 5.6c and it had 8197 hours on it. Explained it had a bad mixing pump. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. The DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that biomed just put the control panel back in the arctic sun device after getting it back for the coincell replacement, and they said the arctic sun device would not cool. The chiller temperature (t4) was at 5.6c, and it had 8197 hours on it. Explained it had a bad mixing pump.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed just put the control panel back in the arctic sun device after getting it back for the coin cell replacement and they said the arctic sun device would not cool. Chiller temperature (t4) was at 5.6c and it had 8197 hours on it. Explained it had a bad mixing pump.